Event description:
Customer reported that the insulin pump returned an error alarm. Blood glucose level was 113 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr. No a33 alarm noted.